Event description:
It was reported to manufacturer that the physician was experiencing unspecified problems with his hand held. The physician requested a new programming system to replace the non-working device and that a manufacturer representative go to his office to discuss other topics. The manufacturer representative went to the physician's office where the physician stated that he would not return the hand held device that he was having problems with. He also did not discuss in more detail the problems he was experiencing with the hand held. Therefore, the programming system will not be returned to manufacturer for analysis.